Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, increase in capture and high lead impedance was observed. Coil damage was suspected and x-ray didn¿t reveal anything. Considering patient work history and anatomical difficulties, subclavian crush was suspected. Lead was revised on (B)(6) 2016 and there were no further problems. Patient¿s condition was stable.